Event description:
A malfunction alarm was reported, indicated by malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions for resetting the pump, which resolved the issue, and advised the customer to continue using the pump. The customer acknowledged the guidance and agreed to report any recurrence of the malfunction code.